Manufacturer narrative:
Medwatch sent to FDA on 03/17/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: deflated devices should be removed promptly. A patient whose deflated balloon has moved into the intestines must be monitored closely for an appropriate period of time to confirm its uneventful passage through the intestine. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: a patient with the orbera intragastric balloon had "leaking of balloon....patient had green urine." The balloon was removed.